Event description:
It was reported that the patient was admitted to the hospital after receiving multiple therapies. Upon interrogation, an alert showed for possible output circuit damage. Review of the electrograms showed several aborted shocks. The patient was terminally ill and after being transferred to another hospital, the tachy therapy was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.